Event description:
Procedure: laparoscopic cholecystectomy. Pt gender: not available. Reportedly, when the device was inserted into the cavity, a piece of plastic dropped from the device. The piece was removed without incident. No pt injury was reported.